Event description:
Reportedly, on the second firing on the instrument over reinforcement material, the staples did not form properly on the tissue. Therefore, the surgeon reinforced the fragment to complete the case. Meanwhile, a follow-up x-ray revealed an instrument component remaining in the pt cavity. As a result, the pt cavity was reopened and the instrument component retrieved. Procedure: lobectomy. Pt status: no pt injuries reported.